Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated mid rca with a xience v stent. In 2009, the pt entered hospice. The pt had a long history of myocardial infarction, triple vessel disease with stent implants, chronic pain, uncontrolled diabetes, hypertension, hyperlipidemia and chronic angina. At approx 3 months later, the pt expired, the exact cause of death was not reported. The death notice reports that the pt expired after a lengthy illness. There is no additional info available.

Manufacturer narrative:
Results and conclusion summation: the pt effect of death is listed in the xience v instructions for use (IFU) and the no-fault risk assessment as a known potential adverse event associated with coronary stenting procedures, and is not necessarily an indication of a product quality deficiency. In this case, there was no report of any product malfunction identified during the procedure that could have contributed to the reported death.